Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The lead was initially implanted in the rv apex, but then it dislodged. When the physician tried to reposition the lead, it became stuck on the tricuspid valve. The lead could not be removed from the valve, therefore, the physician elected to surgically abandon it. No additional adverse effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.